Event description:
It was reported that this right ventricular lead exhibited gradually increasing thresholds and pace impedance measurements, remaining within range. There was no loss of capture or noise observed. The patient was not pacemaker dependent at the time. Boston scientific technical services discussed troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).